Event description:
A report was received that the patients blood pressure dropped during an ipg replacement procedure. It was believed that the anesthesiologist had difficulty with the anatomy and the patient was wrongly incubated. The revision was aborted.